Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient was experiencing skin irritation from the controller itself. The patient sometimes wears the controller clipped to her bra and in her pocket. The patient gets an itchy irritation from the controller, whether the controller is touching the skin or protected in her pocket, and the irritation is shaped like the controller. The skin is red and itchy. But there are no blisters or no welts. The patient wears the controller for approximately 18 hours per day. The skin becomes itchy within 30 to 40 minutes. The patient does not feel that the controller gets warm. The patient is allergic to avocados. The patient did not contact her doctor. The patient is applying otc itching cream and the irritation clears up immediately when she takes off the controller. The patient later reported that she also had a skin reaction to the new controller. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue the use of the product due to the irritation to the material of the controller. No further issues were reported at this time.

Event description:
It was reported that the patient was experiencing skin irritation from the controller itself. The patient sometimes wears the controller clipped to her bra and in her pocket. The patient gets an itchy irritation from the controller, whether the controller is touching the skin or protected in her pocket, and the irritation is shaped like the controller. The skin is red and itchy. But there are no blisters or no welts. The patient wears the controller for approximately 18 hours per day. The skin becomes itchy within 30 to 40 minutes. The patient does not feel that the controller gets warm. The patient is allergic to avocados. The patient did not contact her doctor. The patient is applying otc itching cream and the irritation clears up immediately when she takes off the controller. The patient later reported that she also had a skin reaction to the new controller. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue the use of the product due to the irritation to the material of the controller. No further issues were reported at this time.

Manufacturer narrative:
Corrections in - b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, g1: contact office, g6: type of report. Additional information in- h4: device manufacture date, h6: method, results, conclusions, and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The DHR has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "rash/irritation". The unit was tested and the unit stopped beeping when the dummy load was entered. The spinalpak was tested using battery burn-in stand-alone testing and clock lifetime to determine end of life status, however, no discrepancies were found. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "irritation". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (0) total complaints from (sep 14, 2022) to (sep 14, 2023) for pn ((B)(6)) and events related to (irritation). Keyword search criteria: (complaint code: medical: unknown reason) the search could not be specified further. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Additional information: b4: date of this report, g3: date received by manufacturer corrected data: a: date of birth, b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g4: PMA/510(k) #, h5: labeled for single use?, h6: impact code, component code and evaluation codes. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient was experiencing skin irritation from the controller itself. The patient sometimes wears the controller clipped to her bra and in her pocket. The patient gets an itchy irritation from the controller, whether the controller is touching the skin or protected in her pocket, and the irritation is shaped like the controller. The skin is red and itchy. But there are no blisters or no welts. The patient wears the controller for approximately 18 hours per day. The skin becomes itchy within 30 to 40 minutes. The patient does not feel that the controller gets warm. The patient is allergic to avocados. The patient did not contact her doctor. The patient is applying otc itching cream and the irritation clears up immediately when she takes off the controller. The patient later reported that she also had a skin reaction to the new controller. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue the use of the product due to the irritation to the material of the controller. No further issues were reported at this time.